Event description:
The customer reported that the system failed to boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep found errors in the data log files on the debug screen. He was unable to connect with the rus. He reloaded the software, calibration files, reformatted the cine drive, and performed a touch screen calibration. He found the articulating arm on the workstation was drifting, so he tightened the arm. The system operates as intended.